Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead's helix failed to extend prior to insertion into the patient's body. The rv lead was replaced with a new lead. The patient was in stable condition throughout.